Event description:
The device has been replaced and discarded.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified opening on radius. White calcification on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side textured to smooth implant exchange. Healthcare professional later report 'hole in device and capsular contracture, baker grade IV' the device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured to smooth implant exchange.